Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). One tapered screw vent implant was returned for inspection. The implant shows signs of damage at the collar and internal hex. Tissue attachment is noted at the vent. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Customer reports screw fracture inside the implant, which was too badly damaged to be removed. The malfunction event was confirmed following inspection. A root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight was not provided. Ethnicity no provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not been returned to "manufacture".

Event description:
It was reported that unknown screw fractured and implant removal.